Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. The end user provided photos for review. In the first photo, a 5 cm photo of clear suture could be seen against a measuring device to mark the length of the suture (after removal from the patient). In the second photo, the suture piece could be seen under the skin; in the neck / shoulder area. No incision was observed in the photo. The actual sample was discarded by the surgeon. It is not uncommon for dissolvable sutures to migrate from under the skin. Most deep sutures are of the dissolvable type. However, on occasion, an individual may be hypersensitive to the material utilized or the suture may be placed too close to the skin surface. The body tends to extrude foreign materials (spitting) unless biologically inert. In most cases the migrating or spitting suture is removed by the healthcare provider with post-operative wound care. It's also possible the body / patient is exhibiting sensitivities to this type of suture material and this material should be avoided in future surgeries. The gradual loss of tensile strength and absorption of pga-pcl suture occurs by the means of hydrolysis. On absorption, there is first a reduction in tensile strength followed by a loss of mass. Implantation studies showed that approximately 70 % of the original tensile strength is available after seven days and approximately 40% after fourteen days. Absorption is fully complete in approximately 90 days. All sutures are technically ¿foreign substances¿ that the human body has a tendency to reject. Ideally this means the body breaks them down and dissolves them over a period of 3 or 4 months. In some cases, the body decides not to break them down but instead pushes them out through the top of the skin; thus spitting can occur; this is not uncommon. Without receiving the finished good lot number to review the device history records and complaint history, testing/reviewing sterile devices from the same finished good lot, reviewing the actual device that was removed from the patient, or receiving detailed information regarding the procedure performed, layer and placement of the device, patient¿s health status at time of placement or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported by the sales rep that post op to the thyroidectomy procedure, the patient came back five days later to report they felt they had a worm traveling in their body from their shoulder to upper back to lower back. Per the rep, she then went to a different hospital, and they removed what looked liked the device. The procedure was completed. There was no further patient harm.